Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the visual and media inspection revealed the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. Visual inspection also revealed the catheter shaft was kinked at the distal section. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.

Event description:
During an atrial fibrillation procedure a intellanav mifi open-irrigated catheter was selected for use. Before any ablation the irrigation port was discovered to be broken at the luer lock port. Catheter was replaced and case proceeded successfully. No patient complications were reported.